Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Name: medtronic minimed street: 18000 devonshire street city: northridge state: ca zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow blocked alarm event on 01 apr 2026. The infusion set was in use for three to four hours. Patient had hyperglycemia and treated with insulin from the pump.